Event description:
Customer reported a female pt sustained a 2cm x 2cm skin injury to the superior medial aspect of the right knee incision following a right a total knee arthroplasty and was related with a xeroform dressing.

Manufacturer narrative:
No catalog or lot number was provided for this event. An ioban incise drape was used on pt. Without lot number and expiration date, the manufacture date cannot be determined. The initial reporter was 3m rep (B)(4). The complaint was initiated by (B)(6) (3m distributor) who reported the incident and requested follow-up with (B)(6). The (B)(4) contacts included (B)(4) (materials management) and (B)(4) (rn, bhca). A letter with details of the event was provided by (B)(6) and a (B)(6) (rn), both are with (B)(6). Detailed info concerning the event was received (B)(4) 2013 by 3m. There were three events reported in the letter. 3m did visit the hospital as a follow-up.